Event description:
At approx 11:58am on event date a 100ml infusion of monoclonal antibody bevacizumab (avastin) was started at a rate of 100ml/hr. Twelve mins into the infusion the 100ml bag was empty. Three-four hrs post treatment 911 and hospitalization for chest pain, headache in the back of his head that radiated into his eyes, weakness, diaphoresis, shortness of breath, lightheadness and nausea, no palpitations, severe global headache. Intervention in the hospital included tests to rule out myocardial infarction.